Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had experienced two syncopal episodes over a two day period. The root cause of the events was unknown. No additional adverse patient effects were reported.